Manufacturer narrative:
Sorin group received a report that the pump header line of the customer perfusion pack began to slip off of the port of a competitor's oxygenator during a procedure. There was no report of pt injury. The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the pump header line of the customer perfusion pack began to slip off of the port of a competitor's oxygenator during a procedure. There was no report of pt injury.